Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified and no issues found with delivery accuracy. The event log shows indication the pump was stopped prior to the end of the programmed volume completing @ 1003 stop mode (B)(6) 2018 9:56: am. The record indicates that the 193.3 milliliters of medication was given with a volume of 11.7 milliliters remained in the bag = 205 milliliters total volume. Six percent of 205 milliliters volume allows for a volume error of 12.3 milliliters and is within specification. No accessories or disposables were received with this pump. Use testing was performed. Service did not perform an preventative measures as this time. The problem source is unknown.

Event description:
Information was received that the cadd legacy plus pump is suspected of over delivering chemotherapy drugs. Order was for 2400 milligrams/m2 patient bsa was 2.06 total dose was 4944 milligrams which equals 98.88 cubic centimeters of medication the medication was mixed in 100 cubic centimeters ns making a total 198.88 cubic centimeters. The time for infusion was 46 hours which made the rate 4.32 - we round up so programmed rate was 4.4 the infusion was started at 1450 on (B)(6) 2018 and should have completed at 1250 on (B)(6) 2018. Patient went to ER by ambulance on (B)(6) 2018 at 02:30am and states the bag was empty at this time. Complaints were chest pain and nausea. No further information provided on patient outcome.